Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03189 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a hip rfa (radiofrequency ablation) procedure performed on (B)(6), 2010 ((B)(4)). According to the complainant, a hip ablation was to be performed on an osteoid osteoma. However, when the generator was powered on, a console error (e02) immediately occurred. All connections were checked and secured, but the error remained. At this time, the physician cancelled the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The current condition of the patient was reported as being perfect.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4)